Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn emerald cleaner manufactured 08/10/2010, expires 06/18/2012. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
A product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. (B)(4).

Event description:
While troubleshooting at the account, the technical application specialist noted the customer was using cell-dyn emerald cleaner lot 4349. A replacement lot was sent to the customer. There was no adverse impact to patient management reported.